Event description:
Report received of multiple undocumented incidents of tubing "burst" while in use with a power injector. No specific patient information was provided, but all were adults. It was reported that the amount of contrast and rate of injection is dependent on the type of CT scan being performed. The maximum pressure was reported to be 300psi. The power injector tubing was connected to the extension sets. At some point after the start of the injection, the extension sets "burst". There has been no reported blood loss. A new extension set was placed and patients have been re-injected with no further problems. There was no reported adverse patient effects. Additional information was requested, but no further information was provided.